Manufacturer narrative:
The device was returned to the manufacturer for investigations. Based on the quality investigation, there were no signs of missing or loose components on the device. However, the impreglon coating was worn and flaking from the device, possibly causing the appearance that the device fell apart.

Event description:
It was reported that the device fell apart while in use. There were no allegations of adverse consequences associated with this event. The procedure was successfully completed using a back up device.